Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that the field service engineer worked on cobas 6000 c (501) module all day on (B)(6) 2018. The customer ran precision studies before the engineer left and these were ok. The customer started running patient samples and then encountered questionable results for 8 patient samples tested with ise indirect na for gen.2. Of the 8 affected patient samples, four had erroneous initial na results that were reported outside of the laboratory to the care unit. The samples were aliquoted on a modular pre-analytics system and these aliquots were initially tested c 501 system. The original tube of the samples were then repeated on a different c 501 analyzer. The first sample initially resulted with an na value of 125 mmol/l on (B)(6) 2018, which repeated as 131 mmol/l on (B)(6) 2018. The second sample initially resulted with an na value of 138 mmol/l on (B)(6) 2018, which repeated as 146 mmol/l on (B)(6) 2018. The third sample initially resulted with an na value of 141 mmol/l on (B)(6) 2018, which repeated as 147 mmol/l on (B)(6) 2018. The fourth sample initially resulted with an na value of 134 mmol/l on (B)(6) 2018, which repeated as 140 mmol/l on (B)(6) 2018. No adverse events were alleged to have occurred with the patients. The na electrode lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.